Event description:
It was reported that during a bilateral oophorectomy procedure, the tissue pad began to detach, but never separated from the jaws. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.